Manufacturer narrative:
The actual device has not been received. The actual device has not been received. Results/conclusions: the actual device has not been received. No product evaluation can be performed at this time. An invalid finished good lot no. Was provided: ndjx420, without the exact lot no. It is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed and lot mdjx420 was found for the same part no. Reported. There were no non conformances issued for these lots nor suture component lot. The product from this finished good lot and all of the components met the surgical specialties requirements throughout the incoming, mfg and the final inspection processes. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batch used in the mfg of the lot reviewed. At the time of this report, no response from the supplier has been received. The needle supplier has been made aware of this complaint for a continued investigation. (B)(4); item #sxpd2b405; stratafix spiral pdo knotless tissue control device; 2ctx #2 pdo 36 x 36, lot unk.

Event description:
It was reported that during a total knee, the stratafix suture needle broke off. No patient impact reported. (B)(4).